Event description:
It was reported that following stent placement in the iliac, the physician advanced a pta balloon catheter and post-dilated the stent. Upon retraction, the balloon fibers got caught on the proximal portion of the stent and the stent was pulled back into itself. The proximal portion of the stent became bunched up, restricting bloodflow. The balloon was removed from the pt without further incident. Attempts were made to snare the stent and remove it through the sheath; however, the stent could not be removed. Surgical intervention was then performed to remove the stent, and the vessel was surgically repaired.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the first complaint reported for this lot number to date. The complaint sample was discarded by the facility, therefore, a device evaluation could not be performed. The investigation is currently underway.